Event description:
The daughter of an (B)(6) male pt called zoll customer support to report that the pt's battery charger was not properly powering up. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (not powering up) has been confirmed. Upon investigation, the power supply connector pins were recessed, preventing the charger from powering up. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The pt rec'd a replacement battery charger.